Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown with blood glucose level was unknown. Customer stated that they had a insulin pump issue and they disconnected the pump on saturday when it was going to give 21u. The customer enter in the blood glucose and the carbs because insulin pump was not working and they going to call back on that. The customer declined to did any troubleshooting.. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was stated the reservoir was blocked or occluded.